Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24114. The pt was implanted with four scs leads from the same lot number. It was reported the pt was hospitalized and placed in ICU. The exact reason of the hospitalization is undetermined at this time. The pt had multiple health issues prior to his scs system implant. Additionally, an sjm representative informed the pt's implanting physician of the issue, and the physician stated at some point the pt had an allergic reaction to the medical tape used during the implant procedure. No additional information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.